Event description:
Customer reported with an issue of "blockage on auxiliary channel water channel". The issue found during an unknown event. No harm was reported. No patient injury, no user injury reported. Device evaluation found the auxiliary channel clogged by a foreign flabby material between the control body and distal end and could not be removed. This report is being reported for channel clogged by a foreign flabby material between the control body and distal end (reprocessing issue).

Manufacturer narrative:
The subject device was received and evaluated . A full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. The auxiliary channel was inspected and found the device channel clogged by a foreign flabby material between the control body and distal end. The reported issue "blockage on auxiliary channel water channel " was confirmed. Furthermore, the following defects were identified during device inspection: - scratches on c-cover. - light guide lens shipped. - light guide lenses glues are worn out. - camera lens glue is worn out. - blurry image because of damaged ccd-unit. - bending angulation under OEM specifications. - deformation of the cp-stopper. The bending angulation adjustment and the replacement of the light guide lens, the c-cover, the a-rubber, the cp stopper and the ccd-unit are required as a major repair to return the instrument to the OEM specification. As regards to the aforementioned foreign materials found in the auxiliary channel, service repair noted likely have accumulated and clogged during the procedure. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however it was not possible to further identify the foreign material clogged in the device. There was no evidence of physical damage at the point of the clog. A further cause of the suggested phenomenon could not be presumed. The suggested event can be detected by handling device in accordance with the following instructions for use: "3.8 inspection of the endoscopic system inspection of the air-feeding function/inspection of the objective lens cleaning function/inspection of the auxiliary water feeding function" olympus will continue to monitor field performance for this device.